Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, one of the haptics broke off as surgeon was inserting the iol, the haptic was missing, found in the injector. The surgery was completed with unspecified replacement iol. Additional information received stating that complaint started on (B)(6) 2025 and surgery was completed on (B)(6) 2025.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).